Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the tip of the device was found bent upon removal of the packaging. Another device was used to complete the procedure. There was no pt involvement.